Event description:
It was reported that a 19 mm trifecta¿ gt valve was implant on (B)(6) 2017. The patient had increase gradient. Device was explanted on (B)(6) 2021 relating to patient prosthesis mismatch. No structural valve deterioration and pannus noted on explanted valve. Patient remain hemodynamically stable throughout the procedure.

Manufacturer narrative:
Additional information sections: b5, g3, h2, h6, h10. An event of increased gradient, patient prosthesis mismatch, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 21 mm trifecta¿ gt valve was implant on an unknown date. Device was explanted on (B)(6) 2021 relating to patient prosthesis match. Patient status is unknown and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.